Event description:
Revision surgery - due to the cup becoming loose and failing. The surgeon removed the original cup, liner, and head. He replaced them with a djo head and a competitor's cup and liner.